Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Medwatch uf/importer report #4100070000-2024-8004 was received with the following information: "lumbar drain placement attempted which led to a retained catheter. Patient subsequently required surgical intervention for removal. What was the original intended procedure? : lumbar drain placement".

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10, h11. The hermetic lumbar catheter (ins5010) was not returned for evaluation after three good faith attempts (gfes) were made. In addition, no photos showing the reported condition have been provided, therefore, the complaint is considered unconfirmed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, a probable root cause for the breakage of the catheter is related to the technique followed by the health professional during implantation (insertion). It is likely that a repositioning of the catheter was made through the tuohy needle which could lead to transection of the catheter. This practice is contraindicated by the product IFU (instructions for use). If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.